Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a drawer 3 was not accessible to nursing for several hours. The customer confirmed that the self-resolved and now drawer is showing up and able to be accessed by all. The system functioned as intended after troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a communication issue. The customer stated that a new pyxis installed on 02/05/2025, now drawer not showing on bus at station but can see drawer from es server. There were no adverse events or injuries reported based on this event.